Event description:
It was reported that pump displayed malfunction alarm malf 0 with associated fault code and that malfunction persisted even after reset, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with support from technical support, used multiple daily injections as backup insulin therapy, and was provided replacement pump, with instructions to upload logs via mobile app, place old pump in storage mode and return it with pre-paid label, and then program pump settings and connect continuous glucose monitor on replacement device.